Event description:
Dilator and introducer were being placed over guide wire. Upon removal of dilator and guide wire, guide wire came out unraveled, with inner wire intact. Dr thought entire guide wire removed. X-ray done. Showed 4 inches of wire still in right brachial cephalic vein. Wire was removed in interventional radiology through femoral approach. Pt is ok.